Event description:
It was reported that the user experienced hyperglycemia with glucose rising from 352 mg/dl to 372 mg/dl for about one hour out of target after a recent supply change and a small cereal snack while using the ilet with a teflon infusion set; the user accidentally selected ¿saw drops¿ and filled the cannula before attaching the set, then completed tubing fill and resumed insulin delivery after guided troubleshooting. Symptoms included elevated blood glucose. Outcomes included user education and a successful supply change with insulin delivery resumed, and follow-up scheduled. Investigation included troubleshooting by phone. Investigation of this case revealed user handling and setup issues related to infusion set priming and cannula fill sequence, with no evidence of a bent cannula. It was concluded that hyperglycemia occurred with cause unclear, likely related to infusion setup workflow, and the device functioned as designed after proper setup. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.